Event description:
It was reported that the patients ipg was not working and unable to charge. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned as it was not released from the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: a30697/151404.